Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.2 was failed to open and not detected on bus. A field service engineer inspected drawer 1.2 and proceeded to power down the station, reseat all connections at the back of the drawer and opened the drawer to remove any trash and debris that could have been impacting performance, powered the station back on and performed testing in the hardware test application, successfully releasing and resetting the pockets on each tray. After completing all tests, confirmed that drawer 2.1 was fully functional. The customer successfully recovered storage space and completed an inventory test in the user application, confirming proper operation and satisfaction. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1.2 failed in maintenance mode and was not detected on the bus. The drawer failed to open, though it did eventually open. Attempted to shut down the pyxis for 6 minutes and then turn it back on, but everything still appeared the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.